Event description:
The customer reported that the system would not display images on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was repaired. The service representative found a problem with a stopped collimator and ordered a replacement. No further repair information is available.